Event description:
Pulmonetic systems, inc. Received the following report from a representative. Vent was running on internal battery and the vent shut down. They turned it back on and it ran a little longer and shut back off. Customer ran the vent for 24 hours and could not duplicate.